Event description:
It was reported that patient presented with discomfort due to their right atrial leadless pacemaker failing to capture. The physician chose to add a right ventricular leadless pacemaker as a solution. The first mapping produced inadequate electrical values. The second mapping position was also inadequate. Contrast imaging during the third mapping showed patient had experienced a cardiac perforation and pericardial effusion. The delivery system was removed and drainage was performed. Cardiac tamponade was also confirmed and extracorporeal membrane oxygenation was performed. Patient condition stabilized and an open-heart surgery was also completed without any issues. Physician chose to implant a pacemaker system with myocardial leads instead. Patient was stable after the event.